Manufacturer narrative:
Concomitant medical products: erbe esu electrosurgical generator. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Based on the complaint information received, two devices were used during the procedure. However, only one device was returned for evaluation. An evaluation of the returned device could not confirm the report. A visual examination of the returned device was performed. The cutting wire showed blackening due to cautery application. During our laboratory analysis, a multimeter was first used to check connectivity between the brass pin in the handle and the cutting wire of the sphincterotome device. The multimeter showed the presence of connectivity between the pin and the cutting wire. The device was further tested for cutting and coagulation using a force 2 valley lab electrosurgical generator with an active cord from our shelf stock. The active cord was attached to the electrosurgical generator. The electrosurgical generator was then set to 30 watts for cut and coag and electrosurgical current was applied to a simulated piece of tissue that was placed on a grounding plate to avoid any potential electrical hazard. The device was observed to cut and coagulate the simulated tissue as intended. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the additional information provided, the user indicated that the distal end of the catheter was formed manually. The user is advised not to manually form the distal end of the device as this can prevent the device from functioning as intended. The instructions for use caution the user: "do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device." Difficulty with electrosurgical current application can occur if any cord connections are not secure. These connections include electrosurgical unit to active cord and active cord to sphincterotome. The instructions for use state the following: "with electrosurgical unit off, prepare equipment. Active cord fittings should fit snugly into both device handle and the electrosurgical unit." This verification activity will ensure the equipment is prepared to provide uninterrupted electrosurgical current to the sphincterotome for device usage. Difficulty with electrosurgical current application could also occur if the electrosurgical power supply unit is in need of adjustment or repair. The instructions for use for this sphincterotome caution the user: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout procedure." The instructions for use advise the user to verify desired settings prior to applying electrosurgical current: "following electrosurgical unit manufacturer's instructions, verify desired settings and proceed with sphincterotomy." Electrosurgical current must be applied once the cutting wire is completely out of the endoscope to prevent grounding. The instructions for use also advise the user: "when applying current, ensure cutting wire is completely out of endoscope. Contact of cutting wire with endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and or damage to endoscope." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes a check of the electrical pin in the handle for compatibility and a snug fit with an active cord adapter. The test also includes using a multimeter to check for continuity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that distal end of the catheter was formed manually a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) cook fusion omni tomes. During est [endoscopic sphincterotomy], the doctor tried to cut aov [ampulla of vater]. However, the fs-omni didn't cut at all. The erbe was good at function (the nurse checked.) After that, she removed this one and used another fs-omni. Second one was also hard to cut, but procedure was done successfully. She assumed that because of the stone, it may [have been] difficult to cut. There was no reportable information at this time. Additional information was received on 7/25/17 that stated the device allowed coagulation/burning but did not cut properly.